Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements.no injury or medical intervention was reported.

Manufacturer narrative:
On (B)(6) 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system (dms) indicated transient optical instability. A firmware update was available at the time of the interaction; therefore, the user was advised to perform the update. System reinitialization occurs as part of the upgrade process and facilitates faster signal stabilization. The user was able to successfully perform the firmware upgrade and complete the next steps. Based on additional monitoring, the system continued to stabilize, and calibrations entered after the sensor re-link fit sg trends well. The user was advised to continue using the system, calibrating as requested. Dms review confirmed the system was current with active use.